Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Customer reporting false positive coc. A 13 year old patient had positive coc results using the signify ER drug screen test. The doctor questioned the result and the same sample was tested using iscreen drug test. This result was clearly negative. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: customer's observation was not replicated in-house with retention and return product. Retention and return products were tested with in-house drug-free donor urine, all coc results were negative at read time and met qc specification. No false positive were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.